Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted due to loss of ventricular capture despite high outputs. The associated right ventricular (rv) lead was tested through the pacing system analyzer (psa) with normal values. The rv lead was repositioned with acceptable psa measurements but still failed to capture through the device. The rv lead was explanted and replaced. The new rv lead had acceptable psa measurements but when connected to the device, failed to capture. The device was removed from service. Visual inspection noted a black residue in the ventricular header port which does not appear to be body fluids. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. There was no residue observed in either lead barrel. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.